Event description:
It was reported that the wake button was sticking and unresponsive. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 400-600 mg/dl; cause was not provided. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.